Manufacturer narrative:
Pump was received with a missing segments/partial display and vertical lines on the display.pump failed the self test due to missing segments/partial display and vertical lines on the display. However, the pump passed the led test, vibration test and tone test.pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A missing segments/partial display and vertical lines on the display were confirmed, problem isolated on the lcd/pcba1.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A missing segments/partial display and vertical lines on the display were confirmed, problem isolated on the lcd/pcba1. During visual inspection, slight corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer reported a partial display. The customer inserted a new fully charged battery and the display did not return to normal or self-test failed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested, and the customer response was the device will be returned.